Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2021 due to renal failure. The heartmate 3 lvad, serial number (B)(6) , was not explanted for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06may2019. The heartmate 3 lvas IFU is currently available. This IFU lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to end-stage renal disease (esrd) /renal failure accompanied by patient being non-compliant. The patient was admitted for hypervolemia and shortness of breath (sob) related to non-compliance. The patient eventually transitioned to home hospice. Hypervolemia and sob treated with hemodialysis and pro re nata (prn) additional ultrafiltration (uf) sessions. With subsequent admissions, more uf sessions needed in between intermittent hemodialysis (ihd) sessions needing daily ihd. Due to non-compliance, eventually unable to offer additional uf sessions as no longer therapeutic. Autopsy was not performed; therefore, the device was not explanted and will not be returned for evaluation. No additional information provided.